Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a plum a+ pump, in which it was reported that there was device inaccuracy of over-infusion. The reporter stated that during the infusion of scheduled medication in a patient undergoing chemotherapy with oncological drugs (doxorubicin 19 mg, etoposide 70 mg and vincristine 0.5 mg, diluent solution: 500ml) and supportive therapy (prednisone 5 mg orally every 24 hours and filgrastim 300 mcg subcutaneously every 24 hours) the pump finished the process before the expected time. The event was reported by the pediatric hematology service. There was patient involvement and there was no harm reported.

Manufacturer narrative:
Investigation summary: note investigation summary: based on the information provided by the sales representative, the nursing staff indicated that the device completed the infusion before the programmed time. According to the report, the infusion was set for 500 ml over a 24-hour period. To validate the device¿s performance, the infusion was replicated under the same reported conditions (500 ml / 24 hours) from (B)(6) 2026, obtaining a final volume of 507 ml at the end of the infusion. During testing, the device did not finish before the programmed time and completed the process within the expected range. Additionally, the corresponding functional and operational verification tests were performed, yielding satisfactory results. The device operates within specifications and functions properly, with no technical failure detected at the time of evaluation.